Event description:
Resuts of "173 mg/dl" wuth a lifescan meter and "233 mg/dl" on a laboratory device, performed between 21-30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose.